Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing, the reload was loaded into a post market vigilance instrument. The reload was applied to test media, and all staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button by ceasing the placement of staples and tissue transection, and prevent patient harm. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, for the first firing for segmental resection of lung, the surgeon tried to squeeze the handle but could not. Replaced with a new cartridge and connected to the handle described above, and the firing was completed. There was no patient injury or adverse event.